Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm brake and vertical column malfunction was verified. Image resolution and tracking was checked and complied with the manufacturers specs. Replaced the ps3 power supply and on a follow-up visit repaired the cross arm brake. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9800 system is poor. It was also noted that the cross arm lock is not working and the vertical column up/down motion is not responding. There was no report of pt injury.